Event description:
Dr says that the guide cut too much tibia. Needed to increase liner thickness to 16mm.

Manufacturer narrative:
Results: product within specification as provided by md. Conclusion: md assisted in pre-op planning. Planning error.